Event description:
It was reported that the patient experienced a return of symptoms; 'a few months ago' the patient became 'really stiff.' The patient was to have an MRI to check the pump as well as a dye study following the MRI. It was noted the patient's pump was filled last week. The device system was used to deliver baclofen. It was later reported that 'by or before' (B)(6) 2013 the patient had a return of spasticity. The daily dose was increased approximately two weeks ago which helped the patient's symptoms for a short period of time but then the stiffness and spasticity returned. It was reported 2 cervical and thoracic MRI's were done last week; one on (B)(6) 2013 and one on (B)(6) 2013. Another MRI was done on (B)(6) 2013 and it was noted the patient was exposed to the MRI scanner three times that day. It was noted it took 'almost' two hours for the logs to confirm the recovery of the stall and that an alarm was heard at some point after the most recent MRI. It was reported on (B)(6) 2013 a catheter dye study would be performed along with a CT scan. It was later reported the device system was used to deliver lioresal. The cause of the event was that the patient 'suddenly had marked spasticity and also required oral baclofen, started by outside physician in (B)(6). It was unknown at this time what caused the event and work up was in progress. It was noted there had been multiple dose adjustments in (B)(6) 2013. The patient did not require hospitalization due to the event only a visit to the emergency department. The outcome to the patient was a 'non-serious injury/illness and no injury.' It was later reported a catheter break in the distal segment occurred. The catheter was fractured and was in the 'l5-t6 (roughly).' Surgical intervention was required and the catheter was to be replaced. It was reported the patient had less than fifty percent therapy relief.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).